Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding stardrive screws. It was reported that the patient underwent surgery to fix a consolidated fracture of the distal radius on (B)(6) 2012. The patient returned to the hospital one month and three weeks after surgery, reportedly recovering within normal limits. In the sixth week, the patient returned with deformity in the wrist and the xray showed breakage of the distal screws. Explant surgery was performed on (B)(6) 2012. This is report number 2 of 2 for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The measurable dimensions of the broken screw were checked and found to be in compliance with the technical drawings and ao asif specification. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis strength and structural stability. The values were in compliance with ao asif specification and with the international standard. No product fault could be detected. The cross section surface shows no irregularities which indicate material conformity as well. We assume that too high mechanical force has been applied and caused the breakage of the screw shaft. The plate is severely deformed and distal locking screws seem no longer to be in the nominal angle.